Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped holding charge a few years ago. A manufacturer representative confirmed the issue and the ipg is now deemed to be inoperable. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates that field representative was notified by physician¿s office that surgical intervention was undertaken on (B)(6) 2026 wherein the system was removed to address the issue.

Manufacturer narrative:
Updated b5 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, patient stopped charging their ipg.